Event description:
It was reported that the ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was in good medical condition before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.